Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon splenic flexure on (B)(6) 2013, during a colonic stent placement procedure.according to the complainant, the stent was intended to be placed as a palliative measure for large intestine cancer. Reportedly the lesion was located in the colon splenic flexure, between the transverse colon and the descending colon. During the stent placement procedure, the stent was implanted successfully and there were no issues noted to the stent. An x-ray was taken of the patient around (B)(6), 2013 (exact date unknown), which showed the stent still in place in the intended location and deployed properly. Post procedure, on (B)(6) 2013, the patient reported stomach pain. An x-ray was performed which showed that the stent had migrated to the colon sigmoideum. The patient was hospitalized and placed under observation but no other complications had arisen. The stent remains in the colon sigmoideum and the physician does not plan to remove it. The physician had planned to place a new stent on (B)(6) 2013; however under endoscopy the physician noted that the stricture was not so tight/sever. Therefore, the physician decided to not place another stent but keep monitoring the patient's condition since the stricture had become somewhat patent. The patient was reported to be in stable condition.

Manufacturer narrative:
(B)(4):the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.